Event description:
A customer reported that an adult male patient was hospitalized for suspected co poisoning with a cohb. Reading of 22.8% on their il synthesis model 1725. After several days the level did not drop significantly and the patient was given increasing levels of oxygen through a low flow mask device. Records show the patient was given 100% oxygen for approximately 12 hrs before the technician noted that the synthesis was malfunctioning due to a clot in the optical window. After removal of the clot, the patient was re-tested on the synthesis and the cohb reading was zero. According to the hospital, the patient was released with no adverse affects from the incident.